Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics. There are plans to explant the device and additional information has been requested but has not been made available as of the date of this report.